Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and reported failure was confirmed. The instrument was found to have teflon pad damage on the clamp arm. A missing piece, measuring approximately 0.097" x 0.030" in size, was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's teflon pad slipped off. The customer used a spare instrument to proceed with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.